Event description:
Additional information received from a healthcare provider via a manufacture representative reported cultures were taken from the pump site. The new pump was implanted to await results of cultures and to wean the patient down in the baclofen. The results of cultures were gram negative rods and the patient was scheduled for explant of the pump implanted on (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 405 mcg/day) via an implanted pump. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. It was reported that the patient came to the hospital on (B)(6) 2021 for a pump replacement procedure due to end of life. Per the hcp, there was ¿yellowish fluid in the pump pocket¿ but he was going to treat it locally and replaced the pump as planned. On (B)(6) 2021, it was reported that the plan was to slowly decrease the patient¿s baclofen dose with anticipation of explant since there was a pump site infection. The surgery was tentatively scheduled for the following week. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.